Event description:
Received letter from an attorney alleging that a pt expired while using a ventilator. Family member noticed that the oxygen tubing was off the porthole and no alarm was noted to have sounded.